Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient though it is stated that the capsule was retrieved with a snare, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubricant was used and it is not stated if the device will be returned for investigation.

Manufacturer narrative:
Device evaluation: the delivery system and capsule were returned for evaluation. Visual inspection revealed that the plunger was stuck and not fully released, causing the capsule not to detach. The IFU for this device states, do not rotate or otherwise force the plunger beyond the white line on the barrel. Rotating or forcing the plunger beyond this may result in possible damage to the delivery device. This may also interfere with the detachment of the capsule from the delivery device, and cause possible injury to the patient. This was determined to be a user error. If information is provided in the future, a supplemental report will be issued.